Event description:
It was reported that the target lesion was located in the heavily tortuous, mildly calcified, mid left anterior descending artery (lad) with 100% stenosis. The xience prime 2.5 x 23 mm stent was implanted. After deployment, a distal edge dissection was observed. A xience prime 2.5 x 15 mm stent was implanted to cover the dissection and the procedure was completed. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.